Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a chip, the adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, the scope connector is dirty due to water leakage, the universal cord has a wrinkle, the universal cord, the objective lens, the plastic distal end cover all have a scratch, due to a scratch on objective lens, flare occurs, and due to damage on scope connector, a noise image occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope showed error e315 (incompatible scope error) and the image does not appear. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the event occurred due to failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, 'troubleshooting'. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, returning the endoscope for repair. Warning: ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'. Warning: ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.